Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 49mg/dl, which the customer treated with candy. She also reported blood at the sensor insertion site, but the site was not actively bleeding at the time of the call. She declined troubleshooting for low blood glucose. Advised the customer to monitor. Nothing further reported.